Manufacturer narrative:
Findings: unit received intermittent button response due to flattened act button dome switch. Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 500 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.